Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 the patient reported that he had heard beeping from his pump that began around thanksgiving. The patient had been hurting and going through withdrawal since (B)(6) 2018. About week ago, he started having headaches. He wanted to know if the pump could be putting air in his intrathecal space and causing his headaches. Then about 3-4 days ago the beeping went ¿haywire¿. Per the patient, his pump was due for replacement in (B)(6) 2019, but he was electing to have the pump removed. The patient had always had morphine in his pump. His hcp (healthcare professional) ¿cut down¿ the concentrations for a while then ¿turned it back up¿. The pump was last refilled in (B)(6). When asked when his next refill was, the patient stated that he missed the refill because the hcp would not refill his pump because they found out he used cannabis. Per the patient, he had an appointment with his hcp on (B)(6) 2018 to have the pump turned off. No further complications have been reported as a result of this event.